Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during a tibial-plateau-leveling osteotomy (tplo) surgical procedure on a canine, it was observed that the small battery drive device used together with oscillating saw attachment had severe vibrations that eventually caused it to unlock. According to the reporter, the system came completely unscrewed and would not stay locked while in use. It was further reported that the handpiece had notable wear and tear. The reporter noted that when they removed the saw blade, it seemed to run smoother and seems the length, weight and torque may have some role in this. There were no delays to the surgical procedure. It was reported that a spare device was available for use to complete the surgery successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted